Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One certain® gold-tite® hexed screw was returned for investigation. Visual evaluation of the as returned product identified the fracture at the beginning of screw threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on an unknown tooth and was used for approximately 3 years. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured screw.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported screw fracture. One tiny part is missing and could not be found as it was possibly swallowed by the patient. Screw was placed on (B)(6) 2048 and removed on (B)(6) 2021. New screw has been placed.